Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv lead noise was noted leading to inappropriate atp therapy. Reprogramming was performed. No adverse consequences for the patient were reported.